Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-10002. Related manufacturer reference number1627487-2019-10001. It was reported that the patient experienced ineffective stimulation following a car accident. As a result, the patient underwent surgical intervention wherein the system was explanted and replaced. Effective therapy was restored post procedure.